Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent mesh revision on (B)(6) 2011 and removal of previously placed anterior vaginal wall mesh on (B)(6) 2013, due to vaginal mesh complication and recurrent cystocele. It was reported that patient underwent a laparoscopic colpopexy, lysis of adhesions, urethrolysis and suburethral sling (ams) on (B)(6) 2014 due to vault prolapse and sui. No additional information was provided.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh/bso due to pop and sui. No additional information was provided.